Event description:
The manufacturer received information regarding a ds2adv CPAP device. The patient reported that the device is overheating and is too hot to touch. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer received new and relevant information on 04/08/2025. The device was returned to the manufacturer¿s product investigation laboratory for investigation. The device was visually inspected by the manufacturer and found pil observed a dust-like contaminant and what appeared to be dried liquid spots with potential mineral deposits on the water tank lid, water tank, and iso port. The q6 and q7 (heated tube circuitry) of the pca were observed to have thermal damage. The issue of thermal damage to the heated tube circuitry is addressed in iia 2250740. The blower box cap was observed to have an area that was likely melted due to the thermal damage of the pca. Section g3 and h6 have been updated in this follow up report.